Event description:
A closurefast rfa catheter was intended to be used for treatment of the great saphenous vein (gsv). It was reported the catheter was found damaged after removing from packaging. The physician then replaced with another catheter and completed the procedure without additional treatment. No patient injury. When the device was returned, it was noted that the coil was exposed

Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burning and bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. No burnt biologics were observed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. No anomalies were observed along the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.